Event description:
It was reported the issue appeared as we were making a distal femur resection. The arm appeared to drift while in collaborative mode. The arm continued to move until it made contact with the base reference tracker. At which time the rosa was put into collaborative mode but when the doctor attempted to pull the arm off the base tracker, he had to pull so hard the entire base moved. The rosa case was aborted and proceeded with manual instrumentation for the distal femur cut. No harm to the patient. Proper technique and setup were utilized during the case. There was nothing obstructing the view of the navitrackers at the time of the drifting nor had any of them been moved to their knowledge. During corrective maintenance, a bad force sensor cable was found. The cable has been replaced and unit tested. No further information available.

Manufacturer narrative:
(B)(4). A1: patient identifier (in confidence): (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is evaluated on site. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, d4, h2, h3, h4, h6. A corrective maintenance was performed by a field service engineer (fse) and fse found unit lost calibration to force sensor, caused drift. Later, fse found bad force sensor cable to robot arm and replaced the cable and all test passed. The unit was ready for clinical use. A definitive root cause cannot be determined. The device history record was reviewed and no discrepancies relevant to the reported event were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.